Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for a follow-up visit, the implantable cardiac monitor exhibited undersensing leading to false pause episodes. Upon review, loss of device contact with the pocket was noted. New firmware was downloaded. The device was successfully interrogated. The patient was stable and discharged.